Event description:
It was reported by a patient that their oxygen was dropping at night, which they believed may be related to their vns. The patient reported their vns had not been managed by a physician for many years and was looking to establish care with a new physician. No other relevant information is available to date.